Event description:
The customer reported that the system would not function properly when the high voltage cable was moved. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the high voltage cable assembly. The system was tested and found to be working as intended and put back in service.